Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was giving him inaccurate high readings, as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2012. The mss was advised by the patient that at on (B)(6) 2012, a little before 6:00pm, the patient claimed to have developed symptoms of "feeling weak and of having blurry vision." The patient immediately tested with the subject meter and reported blood glucose results of "200mg/dl" and a result of "99mg/dl" on another lfs meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that he manages his diabetes with the insulin pump, and denied making any changes to his usual diabetes management routine, in response to the reported issue. Shortly after, the patient self treated with glucose tablets/gel, in response to the symptoms and felt better afterwards. At the time of troubleshooting, the cca determined that an approved sample site was used for testing, and that the unit of measure was set correctly at time of testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient was already symptomatic prior to the start of the alleged issue. There was no indication that the patient's symptoms deteriorated since there was no delay in treatment. However, this complaint is being reported, because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.